Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 16, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 205 cc breast implant had an area of shell abrasion on the anterior view. Additionally, a tear was noted within the shell abrasion measuring approximately 0.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor gel implants experienced bilateral rupture post procedure. Mammography confirmed left sided rupture and revealed findings indicating a possible right sided rupture. The left sided rupture was accompanied by discomfort. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6) 2021 mentor became aware that it erroneously reflected the device as still implanted with the initial report submitted on (B)(6) 2021. An explant is scheduled for (B)(6) 2021. 2. Is other serious- uncheck. 2. Is required intervention- check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The explant date was clarified to be (B)(6) 2021. Manufacturer¿s reference number: (B)(4).